Manufacturer narrative:
During the evaluation of the device at the MFR's service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module will be replaced to address the issue. Device has been evaluated but the components have not been replaced pending customer approval of estimate.

Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.